Event description:
The report we rec'd from the drug eluting stent registry indicated that the day of the procedure, the pt had acute stent thrombosis and target lesion revascularization. It was reported that this report is related to the device.

Manufacturer narrative:
This pt had cypher stent implantation. Acute stent thrombosis and restenosis occurred. There is no further info forthcoming. Based on the limited info, it is not possible to draw a conclusion between the device and the event. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.